Manufacturer narrative:
Correction to fu MDR in blocks h6.

Event description:
It was reported that the patients implantable pulse generator (ipg) had a dehiscence at his midline incision. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.

Event description:
It was reported that the patients had a wound dehiscence at his midline incision site. It was noted that the wound was not healing. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: ((B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 36244216. UDI: (B)(4).